Manufacturer narrative:
The device was designed so customers could change the uom to either mg/dl or mmol/l. The meter has been returned and an investigation is underway. A follow-up report will be sent when the investigation is completed. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that on october 7th 2006, he had been feeling unwell and ended up having a serious hypoglycemic episode while sitting in his car, due to injecting himself with too much insulin. As a result, the customer lost consciousness. A bystander noticed and called an ambulance. The customer was treated by the ambulance staff and regained consciousness. Comparison tests were performed using the customer's unlocked freestyle flash meter and the ambulance's meter. While assisting the customer, it was discovered the meter was set to mg/dl instead of mmol/l.